Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd received 2 photos and one sample for investigation that show foreign material on the bottom of the tube. Additionally, 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode foreign matter. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ 9nc 0.109m 2.7 ml, foreign matter was seen at the bottom of one tube. No adverse impact was reported regarding the patient or user.